Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0414captures the reportable event of stent torn. Block h11: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation observed deformation of the drainage holes and tears in the renal coil. Was likely caused by operational factors during the procedure. Based on the task analysis, the retrieval line, which can be removed at the physician's discretion before placement, may have become entangled with the renal coil. If excessive force was applied to remove this line, it could have caused the observed tear to the stent. Moreover, the suture, which did not return with the device, further supports the idea that forceful removal of the suture may have contributed to the tear in the renal coil and deformation of the drainage holes. As a result, the most probable cause is adverse event related to procedure was assigned to this investigation. Correction to field block d4 (catalog number).

Event description:
It was reported that, during a ureteroscopic lithotripsy procedure using a polaris ultra ureteral stent, the stent body was ruptured. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code captures the reportable event of stent shaft break.

Event description:
It was reported that, during a ureteroscopic lithotripsy procedure using a polaris ultra ureteral stent, the stent body was ruptured. Another of the same device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that, during a ureteroscopic lithotripsy procedure using a polaris ultra ureteral stent, the stent was torn. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0414captures the reportable event of stent torn. Block h11: additional information to field block b5 (describe event or problem) correction to field block h6: device code.